Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 101 alarm occurred during peritoneal dialysis on the homechoice. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The caregiver reported that the patient experienced vomiting and then performed a manual drain of 3845ml. The technical services representative (tsr) reviewed the programming and found that the initial drain alarm was set to 0ml. The tsr explained the settings. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.